Manufacturer narrative:
The field service engineer determined there was an issue with the rinse mechanism performance, the sample probe was contaminated, and there was an air leak in the ise flow path. The sample probe was cleaned. Precision studies were performed and were within specifications. The rinse mechanism and vacuum assembly were decontaminated. The vacuum system was confirmed to be functioning within specifications. The ise flow path air leak was corrected. The system was primed and there were no further issues. Ise checks were performed. Calibration and controls were within specifications. The last calibrations performed on 13-jul-2019 were ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation speed was too fast and the centrifugation time was too short. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that between (B)(6) 2019, they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module. The reporter mentioned that multiple levels of controls were outside of range. The customer provided data for two patient samples. The first sample had a discrepant result for ise indirect na for gen.2 and the second sample had a discrepant result for phos2 phosphate (inorganic) ver.2. Incorrect values from these samples were reported outside of the laboratory. The samples were repeated on a second analyzer and these repeat results were believed to be correct. The first sample initially resulted with an na value of 115 mmol/l, which repeated as 140 mmol/l. The second sample initially resulted with a phos2 value of 1.7 mg/dl, which repeated as 3.3 mg/dl. The lot number of the phos2 reagent is 372284.